Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4/page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A medical center nurse called regarding a patient in the emergency room who was wearing/using the omnipod system. She was trying to gather information as far as carbohydrate coverage, basal rate, etc. The nurse stated the patient was having difficulty with the system itself and had high blood glucose levels. No additional details regarding the patient, occurrence, diagnosis/treatment, or the device involved was provided.